Event description:
Patient mentioned they had a trial with a competitor's device evoke which was awful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).